Event description:
It was reported that before the surgery, did not open the packing and noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch # unk. Was there any hole, tear, or puncture in the tyvek or blister that compromises sterility? Any open or incomplete seal on the primary package that compromises sterility? This pc is about damaged device. It was noted that the cover of manual override handle fell off before opening the packaging. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9d030, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2024. D4: batch # 415c91. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. No packaging was received. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be removed and no damaged was found on it. The override door was reinstalled and then the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the packaging had been opened, the packaging was not received and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 415c91, and no non-conformances were identified.